Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 126064 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 126930 and test base part number 195-430h / lot 126064. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 126064 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Please see updates fields: d1, d2,d3, &g1.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the binaxnow covid-1 ag card for multiple patients. This MFR. Report addresses patient 1-9 of 9. The customer reported 9 false negative results with the binaxnow covid-19 ag card on a direct tested nasal kitted swab. Confirmation testing on nasopharyngeal swabs with pcr generated negative results. CT values not provided. The customer stated the patient were asymptomatic and symptomatic. No additional patient information, including treatment and outcome, was provided.